Event description:
The manufacturer received information alleging a ventilator's case was damaged. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module, power management board and ac inlet connector were found to be damaged. The observed damage was consistent with the device being dropped. The device's active exhalation control module, power management board and ac inlet connector were replaced to address the issue.